Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the ER with a blood glucose of 776 mg/dl; she had woken up with a blood glucose over 600 mg/dl and she changed her infusion set but her blood glucose did not decrease. The customer treated with a 13-unit manual insulin injection. The customer was hospitalized for the high blood glucose and diabetic ketoacidosis and she was currently on an insulin drip. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The insulin pump programming was accurate. There were no bent cannulas or air bubbles noted. A prime was performed with the current set and insulin exited the tubing. The device underwent a high pressure test and failed to alarm no delivery. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and the customer will receive a replacement device.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. A water filled reservoir was used during the test, no air bubbles anomaly noted. The no delivery alarm functioned properly during the basic occlusion and occlusion test. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.